Event description:
It was reported that premature deployment occurred. Vascular access was gained from the left subclavian to the left renal artery. The target lesion is located in the moderately tortuous superior mesenteric artery. A 7 x 60 x 130 innova stent was selected for a intra abdominal aorta stent isolation procedure. Abdominal aorta dilated by over 50 percent. During the procedure, a non-boston scientific long sheath was first placed in the left subclavian artery. The stent crossed the lesion through the long sheath. After the device was delivered out of the long sheath, the entire stent was deployed directly before reaching the lesion, and was hanging in the descending abdominal aorta. The safety lock and the pull grip had not moved. The stent was pulled out of the patient's body with a catcher. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There are flat spots to the sheath at 10.5cm and 18cm from the distal end of the sheath. Microscopic examination revealed no additional damages. The stent is missing and the sheath is no longer sitting on top of the proximal end of the tip. The thumbwheel lock and rack are still in the manufactured position. There is blood present in the sheath. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that premature deployment occurred. Vascular access was gained from the left subclavian to the left renal artery. The target lesion is located in the moderately tortuous superior mesenteric artery. A 7 x 60 x 130 innova stent was selected for a intra abdominal aorta stent isolation procedure. Abdominal aorta dilated by over 50 percent. During the procedure, a non-boston scientific long sheath was first placed in the left subclavian artery. The stent crossed the lesion through the long sheath. After the device was delivered out of the long sheath, the entire stent was deployed directly before reaching the lesion, and was hanging in the descending abdominal aorta. The safety lock and the pull grip had not moved. The stent was pulled out of the patient's body with a catcher. There were no patient complications reported.